Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 796481 UDI: (B)(4)

Event description:
It was reported that the leads migrated. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient is doing fine postoperatively. The explanted devices were kept by facility.